Event description:
Ous MDR - after an implantation time of approx. 56 months, it was reported that the device could no longer be interrogated.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2017. The charge drawn from the battery was checked and turned out not to be within expectations. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The electronic module was then connected to an external voltage source and again underwent an electrical function check. The current uptake of the electronic module was analyzed and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer of the battery for a thorough analysis. The production documents of the battery were reviewed and prove that there was no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery did not show any irregularities. The battery was then opened for a destructive analysis. An increased impedance was detected during the examination of the internal battery structure. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop on the electrical module and has thus contributed to the clinical observation. In summary, the capability of the electronic module of the ICD to provide therapy when connected to an external voltage source was tested and established as fully functional. The clinical observation resulted from an increased internal impedance of the battery, which was detected during the battery analysis.